Event description:
The crc was received without any allegations of malfunction. There were no missing or fallen pieces reported.

Manufacturer narrative:
Isi contacted the site to request additional information regarding the reported complaint. It was indicated that the cable at the distal end was noted to be frayed. The instrument was not introduced to the patient. There was no patient harm and no patient injury. The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the one grip close cable was broken at the distal idlers. The idler pulley spun freely and was undamaged. The cable segment stuck out at the wrist. The other cables at the wrist were undamaged. Failure analysis also observed that the one grip close cable was derailed at the distal idler pulley. The grips still opened and closed, but the movement may not be as precise. The cable derailment was likely due to the cable losing contact with the pulley during wrist articulation. The fleet angle between the proximal and distal pulleys may have contributed to derailment. There were scratches on the surface of the distal pulley. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.